Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the red light from the ubc ii switched-on. It was further determined that the device did not function but the internal safety fuse was working (it did not blow). The battery was opened for further investigation and determined that one of the three battery cells was defective (0 voltage). According to the product development engineer, the most probable root cause was depth discharging or overcharging of the battery or a combination of both. There is also the possibility that the charger used by the customer may be defective or the customer uses an old charger which is not suitable for li-ion batteries. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 3 of the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that three battery devices did not work properly after four months of use. There were no delays to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.